Event description:
Event description guidant received information that during a revision of this right ventricular lead due to micro-dislodgement, this pacemaker was accidentally dropped and was replaced.